Manufacturer narrative:
(B)(4). Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly kit is subjected to sterilization processes that exceed current industry standards. Any failures would be immediately culled from production and scrapped. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material history files, sterilization batch records, and components used during the manufacture of the lot involved. A definitive root cause could not be identified as a complaint sample was not provided for evaluation. A thorough review of the instructions for use (IFU) provided with the product was performed. The review found that the IFU is robust enough and directs the user of the product on the proper technique and proper depth for the placement of the catheter. Appropriate feedback will be provided to the user of this product regarding labeled instructions and precautionary warnings related to the use of this device. The manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Event description:
Dr. (B)(6) reports infection occurred after placement of the pleurx catheter. The pleurx catheter was placed in the patient on (B)(6) 2013 for recurrent pleural effusion after cardiac surgery.  On (B)(6) 2013, there was gram-positive rods (gpr) bacteria; had a thoracotomy/decortications. The patient is now in the transitional care unit. Dr. (B)(6) wants to know if a problem was detected with the specific lot number or if any changes to the catheter have taken place in recent months. The following additional information was provided by the physician (dr. (B)(6)) on (B)(6) 2013: the patient has coronary artery disease, atrial fibrillation, paralyzed left hemidiaphragm, chronic obstructive pulmonary disease, respiratory failure, hypertension, and a seizure disorder. The physician indicated that there was no difficulty noted at the time of catheter placement and there was no defect noted during placement or during the time the patient had the catheter in place. The patient had no difficulty draining. The physician  indicated the patient's wife was very diligent with proper technique during drainage sessions. The infection was diagnosed on (B)(6) 2013. The patient was noted to have gpr bacteria. The organism was noted to only be in the pleural fluid. On (B)(6) 2013, the patient was admitted to the hospital and had a thoracotomy and decortication and will be receiving intravenous antibiotics for 4 weeks. The physician indicated the catheter was not saved when it was removed. The patient was discharged to a skilled nursing facility on (B)(6) /2013. Per the physician, the current status of the patient is that he is alive. On (B)(6) 2013, dr. (B)(6) indicated that another catheter was not placed in this patient. The physician further indicated that the physicians' practice is to create a tunnel approx. 15cm in length for placement.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.